Event description:
The lay user/patient contacted lifescan on april 4, 2006 and alleged that his one touch basic enhanced meter was having a power issue. The patient informed the mas that his meter would power off during use. He has had this issue for about 10 days and had not tested his blood glucose during that time. He tests on the meter every two days. On april 4, 2006, in the afternoon at about "3:30 pm", he was feeling weak, shaky, hungry, and had blurred vision. He tested on the meter and before he could read the result properly, the meter turned off. He thinks the result was "65" mg/dl. About four hours later, he went to the doctor's office and the doctor's meter results was 210 mg/dl. He was given a flipizide pill (he was to take that medication per his regimen at that time). At the time of troubleshooting, it was verified that this was not a new product. The patient was educated on the automatic shut off, and it was verified that the meter did shut off before the the time was up. The batteries were checked and they were correctly installed and replaced less than a year ago. This complaint is reported because the patient had difficulty using the meter at the time he was experiencing symptoms. A replacement meter, control solution, and test strips were sent to the lay user/patient.